Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: undetermined.

Event description:
It was reported that foreign matter occurred before use with a unspecified bd syringe . The following information was provided by the initial reporter, "pharmacy reported that patient stated that one of her needles with the water in it, she had to dispose of due to the needle falling off, and is short a needle now and requires that we send a few extra. Unknown if patient missed a dose due to the product problem. Unknown if the patient has the medication for retrieval. No other additional information is known."

Manufacturer narrative:
The changes are the following: b.5. Describe event or problem: it was reported that a needle break occurred before use with a unspecified bd syringe . The following information was provided by the initial reporter, event description per attached email states: cvs/caremark specialty pharmacy reported that patient stated that one of her needles with the water in it, she had to dispose of due to the needle falling off, and is short a needle now and requires that we send a few extra. Unknown if patient missed a dose due to the product problem. Unknown if the patient has the medication for retrieval. Additional information provided; email verbatim: "the patient is talking about a syringe filled with sterile water that is provided in the gattex kit. She tried to attach a 22g needle to this syringe (as the sterile water syringe does not have a needle attached in the kit) and the 22g needle fell off. No further information will be provided. Can you look at the part of the needle that would attach to a syringe barrel? Hope this helps." F.10 device codes: 1354.

Event description:
It was reported that a needle break occurred before use with a unspecified bd syringe . The following information was provided by the initial reporter, event description per attached email states: cvs/caremark specialty pharmacy reported that patient stated that one of her needles with the water in it, she had to dispose of due to the needle falling off, and is short a needle now and requires that we send a few extra. Unknown if patient missed a dose due to the product problem. Unknown if the patient has the medication for retrieval. Additional information provided; email verbatim: "the patient is talking about a syringe filled with sterile water that is provided in the gattex kit. She tried to attach a 22g needle to this syringe (as the sterile water syringe does not have a needle attached in the kit) and the 22g needle fell off. No further information will be provided. Can you look at the part of the needle that would attach to a syringe barrel? Hope this helps."